Event description:
It was reported that errors occurred during system power-up, specifically a 40096 error along with a table motion message. Initial troubleshooting involved explaining that the table motion message was likely related to the 40096 error. A complete power cycle and emergency power off (epo) were performed, but the system continued to display the 40096 error when powering on. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reprogrammed the vision tower, which resolved the issue, allowing the system to power on and function normally. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.